Event description:
According to the reporter, prior to use, during charging, the handle had an error sound and black out. When it black out, the handle was not working either. A new handle was used to resolve the issue. The charger involved still able to work fine with other handles. There was no patient involvement. Medtronic's initial evaluation of the incident found that the thread locker applied to the screws was not activated properly.

Manufacturer narrative:
Concomitant product: sigphandle sig power sigphandle handle c18aaa0132, sigsbchgr sig power sigsbchgr one -bay charger unknown. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The product was returned without a reported complaint. During analysis there was an inability to read the software blob. This is a an indication of the micro sd (secure digital) card being corrupted. There was not enough information to make any determination based on the actual device. The cause of the micro sd card corruption could not be reliably determined, but can be attributed to a component failure. Upon examination of the sample, it was found that the handle display was burnt into the screen. The product analysis noted evidence that the device was not used as intended. This issue can occur due to the display showing the same image on the display for a prolonged period. The handle is programmed to turn off the display when not in use. However, when components are connected to the handle, the amount of time it takes the screen to shut off is extended. Additionally, an internal motor was found to be loose. This condition has a potential for patient harm. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. The event had foreseen risk and is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.